Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from 400-450 mg/dl. Reportedly, the customer was able to clear the alarms and resume insulin delivery.